Event description:
It was reported that the customer had low blood glucose levels of 42 mg/dl. The customer declined to troubleshoot the low blood glucose levels. The customer reported a meter bg now alert from the insulin pump. The customer was assisted in calibrating the insulin pump. The customer had high blood glucose levels of 151 mg/dl after troubleshooting the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).